Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device was not returned. Further investigation not possible without device. Event included in monitoring systems.

Event description:
It was reported during the implant procedure that the lead showed high threshold and high impedance. The lead was not used. No patient complications were reported.